Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was an adverse impact on the customer's blood glucose level, displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi) without requiring third-party assistance. Reportedly, the customer was not properly removing residual from the cartridge. The customer was educated on the proper load techniques. To resolve the issue, the customer dismissed the alarm and resumed insulin administration.